Event description:
Senseonics was made aware of an instance where experienced a hypoglycemia event. User said he did not receive any alert from the transmitter. User was not hospitalized and resolved the hypoglycemia on his own. According to user, the sensor reading was 73 mg/dl and the blood glucose reading was 67 mg/dl.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Based on the investigation analysis, there was no malfunction of the system observed on 28th of november. The system did not assert the low glucose alert at around 7 am cet as the sensor reading did not cross the low alert threshold set by the user. After the event, the user had changed the alert threshold to 85 mg/dl, so the user could be notified earlier for a hypo event.